Manufacturer narrative:
(B)(4)

Event description:
It was reported that the dilated tube was inserted into the patient's radial artery, however, the catheter could not pass through the sheath and had to be removed. "The guide catheter could not be advanced through the sheath." There was no report of patient complications.

Event description:
It was reported that the dilated tube was inserted into the patient's radial artery, however, the catheter could not pass through the sheath and had to be removed. "The guide catheter could not be advanced through the sheath." There was no report of patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of catheter tight in sheath is confirmed. The catheter was not returned, but the returned transradial sheath extrusion was inspected dimensionally, and it was noted as out of specification, which could result in difficulty of catheter insertion. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.